Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that device was unable to power on. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective processor pca. The reported problem was confirmed. Based on the information available, the defective processor pca was replaced with a new one to fix the issue. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after the defective processor pca was replaced with a new one. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6).